Manufacturer narrative:
Date of event: (B)(6) 2009 to (B)(6) 2016. Based on the information provided,the root cause of the reported event could not be determined; however, it was reported that the device in some cases was used for brachial closure, venous closure, and in conjunction with an 8f procedural sheath. Additionally, patients were considered high bleeding risk with an average act of 250 seconds to >400 seconds. It should be noted that per the instructions for use (IFU) all mynx product family of devices were indicated for femoral arterial closure only (not brachial ) following a diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath (not 8f). Additionally, high risk patients that have been anticoagulated and have a high act may be at higher risk for bleeding, preventing immediate hemostasis to be achieved. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. It should be noted that per the instructions for use (IFU) all mynx product family of devices were indicated for femoral arterial closure only (not brachial ) following a diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath (not 8f). Additionally, high risk patients that have been anticoagulated and have a high act may be at higher risk for bleeding, preventing immediate hemostasis to be achieved. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental report may be filed. Reference additional mdrs from the same manuscript: 3004939290-2016-00314, 3004939290-2016-00316.

Event description:
In a review of an unpublished manuscript, it was reported that a mynxgrip vascular closure device was used 772 times and of those, nine patients that had deep access track with break through bleeding that were successfully managed by fem-stop compression without surgical intervention. The manuscript outlines a single center study examining the safety and efficacy of vascular closure devices (vcds). Additional information was requested, but is not available at this time. This is report 2 of 3.